Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue has been confirmed. The liquid from o2 cell affected the o2 cell cable and it caused corroded cable's pins. Moreover, the liquid go through the cable and affected inspiratory channel printed circuit board. All mentioned parts were identified as defective. O2 cell is part located in the inspiratory section. It is mounted in a housing on the inspiratory pipe. This part is a measuring device for the inspired oxygen concentration. The cause of the corrosion is that electrolyte from the o2 cell has leaked out from the o2 cell. A leaking o2 cell will not affect ventilation. The root cause has not been established. The correction of field #g3 date received by manufacturer was required. This is based on the internal evaluation. Previously in the field #g3 date received by manufacturer distributor aware date has been provided. It has been clarified that getinge aware date is 05/26/2023. #g3 date received by manufacturer: previous date received by manufacturer: 05/20/2023; corrected date received by manufacturer: 05/26/2023 h3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).